Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter, 6 additional implanted mitraclips. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two clip delivery systems are filed under separate medwatch report numbers.

Event description:
This is filed to report that after the last clip (70111u144) was implanted, the mitral regurgitation (mr) had increased. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 2-3. Three clips were implanted. During use with the fourth clip delivery system (cds 70210u212), the gripper line removability test was performed, but the gripper line could not be moved. The clip was opened, but the line still did not move. The clip was not implanted and the cds was removed and replaced. One additional clip was implanted. The sixth cds (61215u151) was advanced to the mitral valve; however, the puncture was unfavorable; therefore, the cds was removed. After removal, it was noted that the coating was worn down; therefore, the cds was no longer used and was replaced. Seven clips were implanted. After the last clip (70111u144) was implanted, the mr increased to 4 due to a new prolapse after clip implantation. The patient was sent to mitral valve replacement surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of increased mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect appears to be related to procedural conditions due to a new prolapse after clip implantation and there is no indication of a product quality issue with respect to manufacture, design or labeling.